Manufacturer narrative:
The device was not returned for analysis as it was consumed in the event; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per our IFU (instructions for use): ¿shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. Do not interrupt the onyx injection for longer than two minutes prior to re-injection. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an occlusion procedure of a small vessel in pelvic area, onyx was not able to visualize in the fluro. It was reported that the physician paused for some time (maybe 5 minutes or so") to move the catheter to a better area and stated to inject the onyx again; however, could see "small pieces", as he proceeded but not much more than that. The occlusion procedure was completed successfully. No adverse outcome on the patient as a result of the event but continuing to monitor patient.